Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed flow rate test. No patient injury was reported.

Manufacturer narrative:
Additional information received on 03-aug-2022 via email and attached to complaint object: no patient involvement. Event problem and evaluation codes: updates not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: model number: 2120 . Correction: device manufacturing date: 02-feb-2018.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal and with the battery compartment cracked. There was no evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate/over delivery was found to be the cause of the reported problem. It was recommended to have the expulsor trimmed as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.